Event description:
It was reported that the pca dose button was not responding during patient use at the facility. There was no patient harm reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found liquid residue on the dose cord connector. A functional test was performed and the customer reported issue was confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. The cause of the reported issue was possible contamination of the dose cord connector, and it was replaced with new one. The device passed all functional testing after repair.